Event description:
Complainant alleged that during a routine shift check by a clinician, device displayed status code message "status 106". There was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed status code message "status 160". There was no pt involvement in the reported malfunction.